Event description:
Patient reported that she has experienced elevated blood glucose since the previous weekend, and she believes the insulin delivery of the infusion device is too low. Patient's blood glucose was 345 mg/dl on the morning (B)(6) 2011. She delivered 6 units of insulin through the infusion device and went shopping. Blood glucose was 410 mg/dl 4 hours later. She changed all accessories on the infusion device. She went to her doctor and was tested for inflammation, and it was negative. Her last (B)(6) test was 6.8%. The infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.